Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, anaphylactic shock occurred. The physician implanted an unk size taxus express2 drug eluting stent in an unspecified location. An unk amount of time later, the pt presented with anaphylactic shock. Further info has been requested, but has not been received.

Manufacturer narrative:
Device analysis: the complainant indicated that the stent remains implanted and the delivery device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.